Manufacturer narrative:
Analysis was able to confirm the customer comment , intermittently the stylus cursor did not respond on the touch screen. The computer platform was replaced. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was not responding. The screen was recalibrated but failed to resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.